Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that when the ins was charging, a bang could be heard from the patient controller, and software problem (99) displayed so the stimulation stopped. It was unknown if there were any contributing factors. Troubleshooting was performed. When the battery pack was removed and re-inserted while the recharger connected, the screen remained the same and the software problem (99) displayed. When the recharger was removed from the patient controller and the battery pack was removed and re-inserted, the lock screen displayed and the device could reach the home screen; however, even when the stimulation was turned on, stimulation was not coming from the ins. To make sure, pressing the stimulation on/off button was attempted to turn it on, but the there was no stimulation. No treatment was performed because there was no health damage. The issue was not resolved. Additional information was received reporting the cause of the stimulation stopping was unknown. The ins battery was not depleted. No actions were taken. There has been no contact from the patient since, it seems to have been resolved.